Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explant due to patient can't read, distance vision acuity not clear. The clinical reason was reported to be inability to new adapt. The iol was replaced with monofocal lens approximately four months after initial procedure. Additional information was received, stating astigmatism effects like blurring and shading in both eves after surgery, black keyboard keys ln low light nearly impossible everything seems to need more light on it. L-eye pain /discomfort in back of the eye after relocation surgery, but the pain getting less. Occasionally sees halos, rings, eyestrain, tired eyes, scratchy, while watching tv vision often fades from moderate to really bad. Vision occasionally good for a second or two while watching tv and then blurring. Purchased reading glasses +1.50 but no clear vision.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information provided mentioned lens repositioning. Rotation of the company toric iol (intraocular lens) away from its intended axis can reduce the astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. The clinical reason given for the explant was a neuro adaption issue. The company lens was exchanged for a monofocal lens. The model and diopter were not provided. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, stating clinical reason for explant is inability to neuro adapt.